Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient with history of anisometropia underwent clear lens exchange os. Concerned patient may have mild amblyopia os. At 1 week visit patient complained of glare in superior field and decreased clarity of vision. Ocular surface rehab started with drops & ophthalmic solution. Trace pco noted. At 3 mos patient unhappy with vision 1+pco, concerned that patient never happy with vision. Discussed iol exchange vs yag cap. Considering proceeding with iol exchange. Additional information has been requested.